Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated lancet protrudes beyond the end cap of the fastclix device. No accidental stick or adverse event was reported. Customer did not provide the lot number of the device. The manufacturer requested return of suspect product for evaluation.